Event description:
It was reported that the green hand cable was broken. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: the customer complaint has been confirmed. The damaged lemo receptacle was replaced to correct the issue. During service and repair, the vso (solenoid) was replaced to correct any vacuum issues. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.